Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin drips were not observed to be dripping out of the cartridge tubing during the load fill tubing sequence. Multiple cartridge changes were performed and the issue continued. The customer filled a new cartridge with insulin between 120-280 units. The customer successfully loaded the cartridge and insulin delivery was resumed. Blood glucose level was 400 mg/dl.